Event description:
It was reported to the manufacturer a coiling procedure of a peripheral high flow fistula. The physician "... Was trying to pull back the coil (undetached) inside the microcatheter when he experienced resistance. He applied some force which resulted in stretching of the coil while some part of the coil remained in the fistula." The physician "...detached the coil midway..." Two thirds of the coil remained in the patient. There was no intention of removing the coil, as the patient is reported to be stable, doing fine and was neurologically intact following the procedure. The procedure was completed with another device of the same type and the patient was discharged from the hospital.

Manufacturer narrative:
Per the device directions for use (dfu): "advance and retract gdc slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or "scratching" is noted." As well, the dfu states" "if gdc repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. Due to the delicate nature of the gdc coils, the tortuous vascular pathways which lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage and migration." Finally, per the dfu: "do not advance the coil with force if the coil becomes lodged within or outside the 2-tip infusion catheter. Determine the cause of resistance and remove the system when necessary." Per the reported event description: the physician "...was trying to pull back the coil (undetached) inside the microcatheter when he experienced resistance. He applied some force which resulted in stretching of the coil while some part of the coil remained in the fistula."